Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump (iabp) fiber optic cable failed. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and found unit could complete an autofill with no issue but the fault logs confirmed fault # 37 (autofill failure of any type) and fault # 53 (fiber-optic bit failure or fault in datacenter that is only logged). During testing of the fiber optic, fse states that there were no issues. The customer has confirmed the fiber issue was with the balloon disposable. The fse performed calibration, safety, and functionality checks with no issues.